Event description:
The lead was explanted due to a report of conductor fracture. Post op assessment by physician states "it was clear that this was not a subclavian crush that caused the pacemaker lead. But there was a silk suture that cause this fracture of the atrial and ventricular leads." Explant method: intravascular superior. Technique/tools: intravascular counter traction sheath(s) and laser sheath. No complications.